Manufacturer narrative:
(B)(4). Batch number ==> r57w0k. Investigation summary ==> the analysis found that one psee60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. A gst60d cartridge reload was received partially fired 1/16 and loaded in the device. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device opened and closed without any difficulties noted. The knife reverse button worked properly during testing. He batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. One photo was provided; the picture shows the jaws of a device with a gold reload loaded. The jaws are closed, and tissue can be seen between the jaws. Based on the photo alone the event describe cannot be confirmed. Please refer to device analysis.

Event description:
It was reported that during a lap caecetomy (appendicile polyp) procedure, the surgeon had closed psee60a with gst60d across cecum and attempted to fire. It fired "about a centimetre" and proceeded to stop. Surgeon could not fire or open. Was first firing off the gun. Attempted the reverse knife button but no movement of knife blade or sound. Used manual override to reverse knife blade but reported jaws would not open. Proceeded to take 2nd psee60a with gold gst60d and transect bowel in two firings distally to the gun stuck on tissue. Proceeded to remove gun with specimen and trocar. Patient recovery predicted as usual . A 20 minutes delay in surgery.